Manufacturer narrative:
Additional information: date of event: the date of event of (B)(6) 2015 was provided by the abbott medical optics field service specialist (fss). Through follow up with customer, they were unable to confirm the exact date of event; however, fss indicated that the complaint report date was (B)(6) 2015 and that the customer never waits before calling for an exchange because he really need the replacement accessory for their surgeries. The fss concluded that date of event is considered to be (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The exact date of event is unknown, date of (B)(6) 2015 was provided as a best consideration as the date of event. (B)(6). Customer did not request for a field service specialist visit to the site. An accessory exchange was requested. The handpiece was not under warranty and it was not returned to amo. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cord on the handpiece is damaged, that the colored plastic coverings are visible and the wires are exposed. There was no patient involvement reported.